Manufacturer narrative:
(B)(4). Approximate age of device 1 year and 5 months. No further information was provided. A supplemental report will be submitted when the manufacturers investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2017, a red heart alarm sounded due to a pump stoppage event. The system controller was exchanged and no more alarms occurred. On (B)(6) 2017, it was reported that an alarm again occurred on the new system controller. The alarm was reportedly due to the system controller's backup battery expiring, however, when the patient went to the hospital for an evaluation, the system controller's event history showed low speed advisory, low flow, and pump stoppage events. The lvad clinicians suspected a percutaneous lead (driveline) issue and a non-grounded patient cable was provided for use with power module a/c power. The patient was asymptomatic. No further information was provided.

Manufacturer narrative:
Additional information. The referenced pump exchange due to pump thrombosis was reported under MFR report # 2916596-2017-02762. The evaluation of the returned pump confirmed the report of suspected driveline wire damage. The pump was returned assembled with the driveline severed approximately one half inch from the nipple of the pump housing and the remainder of the driveline was returned in one segment. Electrical continuity testing of the returned portions of the driveline revealed that all wires were electrically intact. The metal braided shield appeared to be in overall good condition for the duration of use; however, a notable area of shield breakdown was identified on the internal portion of the driveline at approximately 2-3 inches from the nipple of the pump housing. Microscopic inspection of the underlying wires revealed two breaches in the insulation of the brown wire in the area of the terminus of the pump end bend relief (approximately 2.5 inches from the nipple of the pump housing), exposing the inner metal conductors. The observed wire damage appeared to be the result of fatigue failure due to repetitive movement and abrasion against the metal braided shield. Microscopic inspection and high-potential testing of the remainder of the returned driveline segments revealed no additional areas of compromised wire insulation. If the exposed conductors of the compromised brown wire contacted the braided shield while operating on a tethered power source (such as the power module) using a grounded patient cable, the resulting electrical short to ground would have caused the reported low speed/pump stoppage events captured in the submitted system controller log files.

Event description:
Additional information: the patient received a pump exchange on (B)(6) 2017 due to suspicion of pump thrombosis. The explanted device was returned for evaluation and the evaluation confirmed and internal driveline wire damage that would have resulted in the reported low speed/pump stoppage events.

Manufacturer narrative:
The device remains in use supporting the patient and was not available for evaluation; therefore, the root cause of the reported event could not be conclusively determined. Review of the submitted and retrieved system controller log files confirmed several transient low speed events and pump stoppages captured between (B)(6) 2017 and (B)(6) 2017, which resulted in low speed advisory and low speed hazard alarms. All of the events captured occurred while the system was connected to the power module and appeared consistent with a potential driveline wire compromise. The submitted x-ray images of the internal and external portions of the driveline were reviewed and appeared inconclusive for any area of potential driveline wire compromise. The returned system controller was functionally tested and was found to function as intended. A full functional test was performed and the system controller passed all test steps. The system controller operated for an extended period of time while connected to a mock circulatory loop and no adverse events or alarms were recorded. The patient was provided with an non-grounded patient cable for use with the power module and no further issues have been reported at this time. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.